Manufacturer narrative:
Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the unit would not dock properly, and the door would not open or close. Additionally it would not go all the way out in the x direction. The rotor would not ready and turn into position when the door did close, and logs showed gantry controller failures. To resolve the issue the system did a run level 8 to clear gantry hanging, reloaded firmware to gantry controller, and invalidated home calibration. Next they adjusted the door close switch position, tested the mechanical function of the door opening/closing, and tested the 2d/3d function. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was accidentally slammed into the wall and as a result, they could not close the door. They were walked through an m-calibration which it did pass, however, the gantry still would not close. The account is going to reboot the system and perform another m-calibration. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. Imaging and navigation were aborted. There was no reported impact to patient outcome.